Event description:
It was reported that the welded sealing of the rondo 2 became loose.

Manufacturer narrative:
According to the information received by the user, the welding seam became reportedly loose. During the repair process of the rondo 2 audio processor, a leaking battery was detected. Due to the damaged device housing, it can be assumed that the damage to the rechargeable battery inside is caused by strong mechanical stress. There has been no report of patient injury from contact with leaking electrolyte. This is a combined initial and final report.